Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The most recent battery measurement was 2.6736 volts on (B)(6) 2015. Recommended replacement time (rrt) had not been triggered. Concomitant medical products: product ID: 3777-60 pain stim lead, implanted: (B)(6) 2010, product ID: 37702 pain stim ipg, implanted: (B)(6) 2010, product ID: 3550-29 neuro adaptor, implanted: (B)(6) 2010, product ID: 3550-39 neuro adaptor, implanted: (B)(6) 2010, product ID: unk lead, implanted: (B)(6)2009, product ID: 5076-52 lead, implanted: (B)(6) 2009. (B)(4)

Event description:
It was reported that the device longevity is not meeting the customer's expectations. A review of the device's remote transmission history indicated that the device had been programmed with high right ventricular outputs until (B)(6) 2015 and at that time the outputs were lowered. The device remains in use. No patient complications have been reported as a result of this event.